Event description:
It was reported that the device was not properly activating the vibratory alert in clinic when trying to test it. This has been done for this patient before with no problems. The patient will be followed normally.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.